Event description:
The customer reported that the system had a communication error and the system locked up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane and the single board computer were replaced. The camera, collimator, and the filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.